Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Per the customer, this device is not available for evaluation. Therefore, the reported condition could not be confirmed, and the root cause could not be determined. Should the device and/or any additional information become available, a follow-up report will be submitted.

Event description:
Baxter (B)(4) received a report that an intermate had a reservoir rupture near the end of an infusion. The device was filled with a solution of calcium gluconate. Blood-backflow was observed in the inlet and the therapy was stopped. There was patient involvement, but there was no report of patient injury or medical intervention necessary. No additional information is available.